Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 429888 lead. (B)(4).

Event description:
It was reported that during follow up check it was observed that the implantable cardioverter defibrillator (ICD) recorded episodes of t-wave oversensing (twos). The right ventricular (rv) lead sensitivity settings were reprogrammed, and the lead remains in use. It was also reported that the left ventricular (lv) lead became displaced, was re-positioned and/or revised and remains in use. No patient complications have been reported as a result of this event.